Event description:
It was reported that an instrument arced during a procedure. The instrument was replaced with another permanent cautery hook instrument and the procedure was completed without harm to the patient. No patient harm, adverse outcome or injury was reported.